Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal announcement on an ilet, the user received alert 38 indicating a consecutive motor stall, the meal delivery was not completed, and blood glucose became elevated; the device subsequently cleared the alert and resumed normal function, consistent with a mechanical problem affecting the motor and resulting in failure to infuse. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, including a communications-related issue, with the failure localized to the motor component and resulting in a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and consistent with a manufacturing deficiency.